Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens gmbh, (B)(4) (manufacturer). The issue was investigated in detail. Per specifications if the system recognizes a serious fault it gets into a safety mode. This normal system behavior is described in the operators manual and can only be triggered by an operator error. The analysis of the provided log files confirmed this system behavior. The log files showed that the unit's position monitoring recognized an issue with longitudinal axis. Per specifications the system movement became very slow; an acoustic warning signal was initiated; and the system drive was triggered by the user repeatedly. According to information from siemens service organization, the issue at the site was resolved by replacing the potentiometers r80 and r90. The spare part consumption of both components was checked and showed normal values. This report was submitted august 14, 2017.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Simulation test was conducted on a test system by siemens risk manager and technical experts. The test showed that contact point between the table and the floor was in a spot where it was nearly impossible for body parts to get in-between and result in an injury. The stand hit the floor after a warning had been displayed on the monitor. The warning was acknowledged by the system operator, however, the system movement continued at a low speed causing the unit to hit the floor. The investigation is on-going. A supplemental report will be submitted if additional information becomes available, this report was submitted july 18, 2017. Customer's address: (B)(6).

Event description:
It was reported that an error 152/32 occurred on the axiom luminos drf system. The x-ray tube stand was driven into the floor. There are no injures attributed to this event. The reported incident occurred in (B)(6).